Event description:
Baxter engineer ii called corporate product surveillance (cps) (B)(4) 2012 to relay report received from his brother (B)(4) 2011 for one (1) I-pump, serial number unknown, used during labor and childbirth involving the reporter's sister-in-law and her (B)(6). Reporter relayed that on (B)(6) 2011, the pca control button ''was coming unplugged'' during infusion of unknown drug(s) which generated an unknown alarm on the pump. Reporter relayed that the anesthesiologist noted the problem and used bandage tape to hold the device's cord in place on its side which stopped the alarm. Reporter stated no injury or adverse event is reported.

Manufacturer narrative:
(B)(4). Device evaluation: should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.